Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020, vad coordinator reported that the cause of low flows was ventricular tachycardia and the cause of pi events was dehydration. On (B)(6) 2020, the patient reported more low flows over the weekend, one 15 second event at 6am in the morning. Vad coordinator reported that patient had stable map in the 70s. Patient was getting out of bed to be weighed at time of event. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted system controller log files. According to the account, the cause of the low flow alarms in (B)(6) 2020 was ventricular tachycardia (vt) while the low flows in (B)(6) 2020 were reportedly related to beta blocker dosing, hypotension, and hypovolemia. A direct correlation between (B)(6) and the reported vt and hypotension/hypovolemia could not conclusively be determined. In addition, review of the log file data confirmed intermittent elevations in pump power associated with pi events; however, a specific cause for the moderate power elevations could not be determined through this evaluation. According to the account, the cause of the pi events was dehydration. Moreover, a direct correlation between the device and the reported fever could not be determined through this evaluation. The submitted system controller log files cumulatively contained data from (B)(6) 2020 ¿ (B)(6) 2020 and captured two isolated low flow hazard events on (B)(6) 2020. Additional low flow events were captured from the evening of (B)(6) 2020 through the morning of (B)(6) 2020. All of the low flow events were associated with an estimated flow value of 2.4 lpm, which is just below the low flow hazard threshold of 2.5 lpm. Pump power and estimated flow generally ranged from about 4.0-5.5 watts and 3.0-6.0 lpm, respectively; however, a few isolated moderate elevations in pump power ranging from 6.4-7.0 watts were noted on (B)(6) 2020, correlating with elevations in estimated flow ranging from 7.4-8.9 lpm. The elevated parameters were associated with pi events. Despite the low flow events and elevated pump power/estimated flow values, the system appeared to be operating as intended and the pump speed remained above the low speed limit without issue. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. In addition, arrhythmia and hypovolemia are included in the list of potential risks & adverse events as well as potential late postimplant complications documented in the IFU. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the low flow alarms seen on (B)(6) 2020 have resolved with fluid resuscitation. No further information provided.